Manufacturer narrative:
Section d suspect medical device section and applicable fields of section g were updated. The e801 module serial number was (B)(4). Roche has already mitigated the potential for an incorrect medical decision based on an erroneous result by informing customers to implement duplicate testing. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us .

Manufacturer narrative:
This event occurred in (B)(6). No issues were identified during a review of the customer's qc data.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module. Patient 1 initial result was 215 ng/l. On (B)(6) 2019 the repeat result was < 3 ng/l. On (B)(6)2019 the sample was repeated again with a result of < 3 ng/l. Patient 2 initial result was 410 ng/l. On (B)(6) 2019 the repeat result was 51.1 ng/l. The initial results were reported outside of the laboratory. The troponin t hs reagent lot number was 419260 with an expiration date of 30-nov-2020.